Event description:
It was reported that the patient experienced a shocking or jolting sensation produced by the right lead, following an unrelated back surgery. The integrity of the patient's left lead appeared fine and the patient was receiving good therapy, but only on one side of the lower back and leg. Reprogramming was attempted up and down the right lead, with no therapeutic stimulation achieved. The patient felt tingling in the stomach and abdomen. Impedance readings were checked and the battery was determined to be "fine." There was also a power on reset (por) condition noted, following some electromagnetic interference (emi) exposure during the back surgery. It was later reported that x-ray confirmed that the right lead was "compromised." The patient had been using a bone growth stimulator following the back surgery. The patient and neurosurgeon were instructed not to use the bone growth stimulator within eighteen inches of the neurostimulator. It was believed that the patient did not use the neurostimulator in favor of the use of the bone growth stimulator. There were no plans to explant the neurostimulator. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).